Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. Reprograming options were discussed and recommended. The plan is continue to monitor. Currently, this product remains in service and no additional adverse patient effects were reported.